Event description:
It was reported that the display showed ¿call your doctor¿ icon. The patient was seeing a power on reset (por). The patient was in the middle of doing a charging session on the day of report and it stopped and the por screen came on the screen. The patient stated that he was unable to clear the por with the programmer. The patient received a warning por with the patient programmer.

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 3550-29, lot# n130675, implanted: (B)(6) 2007, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).